Event description:
It was reported that the procedure was to treat a de novo lesion in the common iliac artery (CIA) with 50-75% stenosis, mild calcification and mild tortuosity. The 7.0 x 39 mm Omnilink Elite stent delivery system (SDS) was being delivered when the stent became detached/dislodged while being pushed and pulled for positioning and related maneuvers. It was noted that possibly the tip of the guiding sheath became caught on something. An additional left common femoral artery (CFA) puncture was performed, and the dislodged stent was retrieved using a snare. A 7.0 x 29 mm Omnilink stent was implanted, and the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.